Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer powered up to system error. The link electronic module (lem) board was replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the sales representative tried to interrogate an implantable device with the programmer before an implant procedure but the programmer screen went black and showed "system failure". The programmer was returned for service. There was no patient involvement.